Event description:
The customer reported they were unable to obtain etco2 waveform during a patient event. They were able to obtain an etco2 numeric, though. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain etco2 waveform during a patient event. They were able to obtain an etco2 numeric, though. There was no negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.